Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was receiving poor communication with and without antenna. It was further reported that patient's ins had moved and they were unsure if this was why the programmer was not communicating. Patient was also not feeling stimulation for the past couple of months. No further complications were reported.

Manufacturer narrative:
Based on follow up information received from the patient, (B)(4) no longer applies to the event and was removed as a result. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the ¿device had not moved apparently¿. The replacement programmer that was sent to the patient (received on (B)(6) 2018) worked well/just fine which led them to believe the original programmer needed to be repaired and was returned to the manufacturer. There were no further complications reported or anticipated.